Event description:
A medtronic representative reported that while the site was planning for a case, the synergy cranial software unexpectedly exited to a blue medtronic logo screen. They had to hold the power button to turn off the system. When the system was rebooted, the blue medtronic screen was displayed and they were not able to get to the login screen. The system was power cycled again and then they were able to proceed to the planning task again. The rep said that several exams were merged and they also created several plans. Then, approximately ten minutes later, the software again unexpectedly exited four times while in the navigate task. The exits occurred when the 6-up view was displayed with compare mode and when an instrument was navigated it was reported that the 6-up view was also being used in the plan task when the application exited previous to the surgery. The system was rebooted and when after returning to the navigate task the 4-up view was selected instead and they were able to navigate without the application exiting. There was no impact to the patient outcome reported.

Manufacturer narrative:
The system logs and archives have been recieved by medtronic navigation, inc. On (B)(6) 2012 and sent to the software engineer for evaluation. Software evaluation is pending review at this time.

Manufacturer narrative:
Medtronic representative could not replicate the issue. System performed properly. Software investigation was completed the logs for the day of the complaint indicated that argus storage management exhibited an error opening a directory while in post proc invocation. This issue was documented in a medtronic software anomaly tracking database for further investigation.